Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of "difficulty breathing", and "pharynx and larynx oedema" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported the patient was injected in the lips with 1 ml of juvéderm® volbella¿ with lidocaine, and in the jawline with .5 ml of juvéderm® ultra 4. The night after the injections, patient experienced "difficulty breathing". Patient went to hospital and was diagnosed with "pharynx and larynx oedema". Patient was treated with cortisone. Symptoms resolved.